Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation and the reported red heart alarms were confirmed. During functional testing, when the black power lead was maneuvered at the connector end, power cable disconnect, low voltage, and red heart occurred. Upon further evaluation, the black power lead was found to have a compromised brown conductor (battery fuel gauge line) at the connector end. This situation is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient experienced red heart alarms while at home. The patient exchanged the system controller and the issue was resolved.